Event description:
The patient was undergoing a coil embolization procedure in the right middle meningeal artery (mma) using a swiftpac coil (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced the majority of the swiftpac into the target location. It was reported that the physician decided to remove the swiftpac for a shorter coil. While retracting the swiftpac pusher assembly, the swiftpac did not retract. The swiftpac had unintentionally detached within the microcatheter. After removing the swiftpac pusher assembly, the physician used a 3cc syringe to push the detached swiftpac out of the microcatheter and into the right internal maxillary artery (imax). The physician deemed it was safe to leave the detached swiftpac in the imax. The procedure was completed at this point.

Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact and the pull wire was in its initial position. If the swiftpac is retracted against resistance, the pusher assembly may elongate causing the embolization coil to detach. The root cause of the resistance during the procedure could not be determined. Further evaluation revealed kinks on the pusher assembly. This damage is incidental to the reported complaint and likely occurred during packaging of the device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.